Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The expected infusion time was 46 hours; however, after 48 hours approximately 10ml's remained in the device. The device had been filled with 3600mg of fluorouracil and 42ml of glucose for a total volume of 114ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: lot manufactured between april 28, 2020 and april 29, 2020. H10: the device was received containing 7ml of fluid in the bladder. Visual inspection using the naked eye, did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.